Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incidents. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Insulin over delivery by the pump was strongly suspected. The customer never got any insulin flow blocked alarms, and had no bent infusion set cannulas. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.